Event description:
Sensing issues on the device. Patient was brought in for a follow up and there was no realtime sensing during interrogation. Reporting based on the analysis results.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. The implants memory content was inspected. The recorded secgs contained non-physiological artifacts, confirming the observation. A further analysis of the memory content showed no anomalies. A visual inspection of the device revealed a deformed battery, presumably caused by the explant procedure. Furthermore, the devices pin was bent and the antenna fractured close to the feedthrough. Based on the damage symptoms, it is plausible to assume that strong external forces led to this fracture. In conclusion, the analysis revealed an antenna fracture. However, the root cause of the fracture could not be determined.